Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: lot #: requested, not provided . D4: expiration date: unknown, as the involved lot # was not provided . D4: UDI: unknown, as the involved lot # was not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: manager. H4: device manufacture date: unknown, as the involved lot # was not provided . The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a heart cath, the tr band was used; however, the band did not stay inflated. It was presumed that an air leak occurred. The patient developed compartment syndrome. A hematoma developed under band and then expanded; therefore, the patient needed surgery. The estimated blood loss was less than 250cc. The device was not manipulated before use in any way - pre-use or during storage. The balloons were able to be inflated by the hcp. The procedure was completed by manual pressure. The patient was stable.